Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor siltex contour profile high 350cc, lot number 173970, catalog number 3542712. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old asian-caucasian female patient underwent a primary breast augmentation with mentor siltex contour profile 350cc saline breast implants that the left side deflated, and bilateral capsular contracture after implantation. The issue was diagnosed during the physical examination. As a result patient underwent bilateral removal and replacement , left: catalog number 3542713, serial number (B)(4), right with: catalog number 3542713, serial number (B)(4) on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).